Event description:
Healthcare professional reported ruptured. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ruptured. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed one opening on the posterior side assessed as unidentified (tear) opening. Additional observations: ¿ crease flat observed on the device. ¿ red particle observed on the gel.